Event description:
It was reported that the lead exhibited oversensing which was causing inappropriate auto mode switching (ams) as captured on the segms. The patient had atrial fibrillation, so the ams algorithm could not be turned off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.